Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? No the device wasn't locked on tissue. If yes, how was the device removed? The device was removed normally but when the nurse had to reload the stapler the jaws were closed. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? At last manual override. Did the jaws eventually open? No they did not. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after fired, the device didn't open anymore to be loaded. No ae reported.

Manufacturer narrative:
(B)(4) date sent: 7/1/2021 d4: batch # 115a77 h6: component code =g07 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr60b reload loaded on the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor and bulkheads contacts. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information.